Event description:
Initial result for a pt total protein was 2 g/dl. When repeated, the results were between 6 and 8 g/dl. The incorrect result was not reported. The field service rep corrected the problem by replacing the reagent.